Manufacturer narrative:
The customer's report was verified and attributed to a defective processor/bridge/pace (pbp) board. The pbp board was replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.